Event description:
During cardiac cath procedure, the wire tip of the guidewire broke off into the right femoral artery. The 9mm wire was removed surgically and the pt was discharged to home. Hospitalization was prolonged due to surgery. No injury to patient from this event. Reason for use: cardiac cath.